Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. The issue was caused by the control printed circuit board (pcb). The pcb was replaced and the device passed all testing.

Event description:
It was reported that a ventilator's alarm silence/reset button was not functioning. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.